Event description:
Reporter stated that, while priming a new insulin cartridge and infusion set, no insulin dripped from the end of the infusion set tubing. Reporter stated that when patient removed the insulin cartridge, from the device, patient discovered that it had cracked, causing insulin to spill inside of the device's cartridge chamber. Reporter indicated that there was no apparent damage to the cartridge, prior to inserting it into the device. No error messages were generated by the device. At the time of the report,patient's blood glucose was elevated (350 mg/dl). No treatment was received. Caller stated that patient will switch to insulin injections.